Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act button was hard to press when filling the insulin, insulin pump had alarm errors during bolus and dims out backlight making hard to read. Insulin pump will not be returned for analysis.